Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge alarm 16 (delivery request fail) occurred during the load process. The customer's blood glucose level was 136 mg/dl. Reportedly, the customer reverted to manual injections until the customer returned back from vacation. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information was provided.